Event description:
Information received from the article: ashour et al. Onyx hd-500 for embolization of cerebral aneurysms. Neurological research. 2014 vol 36 no 4. Treatment of an aneurysm. It was reported that during one embolization procedure, onyx was seen herniating proximally into the lumen of the parent artery and the patient suffered a symptomatic anterior thalamoperforator territory infarct. The article the information was received from was created to review indications for, technical principles of, and complications and outcomes after onyx aneurysm embolization.

Manufacturer narrative:
The report was created to capture the complication caused by the device migration. All the information was received from the article: ashour et al. Onyx hd-500 for embolization of cerebral aneurysms. Neurological research. 2014 vol 36 no 4. (B)(4).